Event description:
Caller reported blood glucose results of 556 mg/dl, 350 mg/dl, and "200s" mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
The procedure was coil embolization for ic-cavernous aneurysm. The vessel was not calcified. The aneurysm measurement was 20x18mm. After the microcatheter (prowler select plus, detail unknown) was advanced to c1, the 1st vrd (B) (4) (complaint product-1) was placed in the target vessel. To place another vrd (B) (4) (complaint product-2) at the distal side of the 1st vrd, the prowler select plus microcatheter was tried to advance inside the 1st vrd, but the microcatheter was stuck in the strut. Another new microcatheter (detail unknown) was used and was advanced inside the vrd without problem. Then, coil embolization was completed. Because it was found through angiography that vrds did not cover the completely the neck of the aneurysm, another vrd (complaint product-3) was placed, and the procedure was completed successfully. When the patient was back to the patient's bedroom after the treatment, bleeding was noted from mca and after that the patient died. Physician's comment: there was no relation between the implants and death.